Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). The OEM investigations support the fa conclusion that the reported failure couldn't be reproduced. However, while performing calibration, the unit produced an uneven waveform and values inconsistency indicating a malfunctioning hf generator pcb. After the hf generator pcb replacement, the system calibration was successfully completed. Unrelated to the reported problem, the heat ink was found discolored and a fan was noisy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). The unit was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electro surgical unit (iesu/erbe) was faulting with a c-34 message. The operating room (or) staff power cycled the erbe before calling intuitive surgical, inc. (Isi) technical support engineer (tse). The erbe fault returned during energy activation. The or staff stated the energy activation was intermittent, and then faults occurred. The procedure was nearly finished. The surgeon was continuing with procedure robotically. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: isi technical support engineer (tse) was called and tried to help troubleshoot the issue. The surgeon was able to activate the monopolar enough to complete the procedure. The procedure was completed with the original configuration with the same erbe generator.